Event description:
The customer reported that while the unit was in use on a patient, the unit rebooted itself whenever the print key was depressed. The pt was switched to another unit and monitoring was continued. No pt injury was reported.